Event description:
It was reported that the system would not completely start up/boot up. There is no report of injury or death associated with the event description in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced, and software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.